Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. Upon evaluation, the r781 resistor was open on the computer / analog (ca) board.. The root cause of the open resistor could not be positively identified but is consistent with the effects of external defibrillation and the reported resuscitation efforts. There is no indication that the open resistor caused or contributed to the patient's death. The lifevest was able to deliver eight treatment shocks before being shutdown. Device evaluation of belt sn (B)(4) has been completed. As received, the belt passed incoming evaluation. The evaluation included review of downloaded software flag files and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. Device manufacturing date: monitor: 05/09/2016, belt: 06/23/2011.

Event description:
A us distributor contacted zoll to report that a patient experienced an appropriate treatment event while at home (B)(6) 2018. Review of the download data indicates that the patient entered polymorphic vt at 180 bpm with motion artifact on (B)(6) 2018 at 7:09:26. The lifevest delivered a treatment shock at 7:10:40 that degraded vt to asystole with CPR artifact. The patient remained in "aystole" with CPR artifact at the time of the second treatment which was delivered at 7:11:12. The post shock rhythm was asystole with CPR artifact that returned to a normal rhythm at 7:11:48. The patient entered vf at 7:13:30 and the lifevest delivered a treatment shock at 07:14:00. The post shock rhythm was vf with CPR artifact. A fourth treatment was delivered at 7:16:22 while the patient was in vf. A non-lifevest treatment was delivered at 7:16:40. The post shock rhythm was CPR artifact transitioning to vt at 120 bpm that degraded to a slower rhythm. Following the non-lifevest shock, af was observed at 7:34:39 and the response buttons were pressed two seconds later. The device shutdown at 7:35:07. The patient was taken to the hospital and later passed away.